Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 29.5 diopter intraocular lens (iol) was explanted in a secondary procedure. There was an incision enlargement and the lens was replaced with another zlb00 lens but a lower diopter (24.0).

Manufacturer narrative:
On the initial MDR usage of device was indicate as yes, this was an error the correct response should have been no as this product is not a single use device that was reprocessed and reused on a patient. The correction has been made on this submission. Additional information: device available for evaluation ¿ yes, returned to manufacturer on 09/16/2016. : device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection of the return sample shows the lens is cut in half, most probably to make explant possible. The complaint could not be confirmed. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A search on complaints revealed no other complaints were received for this order number to date. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.